Event description:
It was reported that during a bph procedure the "first fiber flash and make unit go to stand by over and over" was noted. The fiber was exchanged and the tip of second fiber came off. The procedure was completed utilizing a third fiber. Patient outcome "ok" reported. No injury to the patient was reported. This report is for second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported: the first fiber: 27,259 joules used and 5:54 minutes expended. The fiber tip (cap) of the first fiber was cleaned during the procedure. The tip of second fiber came off during cleaning.